Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate but confirmed the customer complaint "system restarted". In logs, errors 23008 and 23137 were found both indicating a pot to encoder issue on the setup joint (suj) tornado. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it functioned within specification. The unit was also installed on a patient fixture test platform (pftp) where it passed all relevant tests without errors. As a result of these findings, failure analysis concluded that the searchlight sensor pca is consistent with the reported problem. Second distal suj was evaluated. Failure analysis investigations did not replicate but confirmed the customer complaint "system restarted". In logs, errors 23008 and 23137 were found both indicating a pot to encoder issue on the suj tornado. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it functioned within specification. The unit was also installed on a patient fixture test platform (pftp) where it passed all relevant tests without errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced both distal setup joints (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that the customer was setting up the rooms for tomorrow's case and reported that arm 3 was having recoverable faults after pressing the recover button and power cycling the system. The customer stated that they had full robotic cases scheduled for tomorrow and would need an field service engineer (fse) to help service the system as soon as possible. The customer stated they had the fe number and were going to reach out to them as well. Technical support engineer (tse) informed them that a ticket has already been created for the service, and tse will update the priority level. There was no report of patient involvement.